Manufacturer narrative:
One cardiomems hospital electronics system was received for evaluation. Visual inspection of returned material revealed functional damage to the global system for mobile communications (gsm) antenna resulting in exposed circuitry/wires. Damage to the gsm antenna came in the form of the subminiature version a (sma) connector portion broken off from the rest of the component. Only the broken off sma connector portion of the gsm antenna was returned. Functional damage was also found on the external printer serial cable assembly in the form of the connector d-sub housing receptacle broken off from the rest of the component, resulting in exposed circuitry/wires. Only the broken off connector d-sub housing receptacle of the printer serial cable was returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis, in which the global system for mobile communications (gsm) antenna and printer serial cable assembly were found to be broken with exposed circuitry/wires. The hospital system was replaced and there were no adverse consequences reported, and no patient involved.